Event description:
It was reported that the patient had difficulty charging ipg and would no longer hold a charge. The patient underwent a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021 based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging ipg and it would no longer hold a charge. The patient underwent a revision procedure.